Event description:
During insertion of the bone screw, the driver hex tip broke off into the screw head and was not retrievable, there were no reports of intraoperative or postoperative adverse events.